Manufacturer narrative:
The customer's test strips were requested for investigation and replacement product was sent to the customer. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The reporter's test strips were provided for investigation where they were tested using a retention meter and retention controls. Testing results (qc range = 2.1-3.3 inr): qc 1: 2.9 inr, qc 2: 2.9 inr, qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 0%. Initial reporter occupation - the occupation is lay user/patient. The patient took antibiotics. Product labeling states: "the action of oral anticoagulants (coumarin derivatives) can be increased or weakened when other medication is taken simultaneously (e.g. Antibiotics, but also prescription-free medication like pain relievers, antirheumatic medication and medication against influenza). This, in turn, can also lead to either an increase or a decrease in prothrombin time (inr). If other medication is taken, it is recommended that the prothrombin time be checked more frequently and that the anticoagulant dose be subsequently adjusted."

Event description:
It was reported that a patient received a discrepant result when testing with coaguchek xs meter serial number (B)(4). The patient noticed bruising on her legs, so she tested with the meter at 8:25 p.m., resulting in a value of > 8.0 inr. The patient then went to the emergency room, where a sample was collected from the patient and tested in the laboratory using an unknown method, resulting in a value of 4.13 inr. This value was believed to be correct. The patient was not admitted and did not receive treatment for the bruising or for her inr result. Based on the laboratory value, the patient was told to hold warfarin for 2 days and retest on (B)(6) 2021 . The patient was sent home. The patient spoke with her doctor on (B)(6) 2021 and the patient was told to hold warfarin on (B)(6) 2021, take 2.5 mg. Instead of 7.5 mg. On (B)(6) 2021, then go back to her regular dose on (B)(6) 2021. The patient was advised to re-test on (B)(6) 2021. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is once per month.